Manufacturer narrative:
The field service engineer assessed the device on-site. Fse checked system with operational test passed, and no software critical error was found, but hardware error 2:2 was found indicating device's therapy knob in wrong position suspected of causing failure in test. The reported problem has been confirmed. Customer is informed of what the correction position the device's knob should be and advise customer to observe the device after knob position correction. During observation, device function test was checked normal , system returned into service. The device remains with the customer, and no additional evaluation is necessary at the moment. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse advise customer to keep observation after correcting therapy knob position. During observation, device function test was checked normal , system returned into service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the device efficia dfm 100, noting that the device has malfunction issue. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. Device is outside of clinical use.